Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The physician was treating a 75% stenosed, de-novo lesion located in the moderately tortuous and non-calcified, 4.8mm in diameter, proximal right coronary artery (rca). Another manufacturers' 4.0x18mm stent was implanted in the lesion. This 5.0 / 20/153 maverick xl balloon catheter was used to post-dilate the stent. The balloon ruptured on the first inflation at 4atms after being inflated for 2 to 3 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)